Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an umbilical vessel catheter uvc). The customer reported that the uvc was leaking at the hub. The catheter was placed on (B)(6) 2012. It was reported that the catheter felt stiffer than usual on placement. The customer noted the catheter leaking on (B)(6) 2012. Approximately 3mls. Of blood was lost as reported by the customer. The neonatal nurse practitioner (nnp) was notified and orders were received to disconnect the line. Pt was stable and weaning off the vent after intervention.

Manufacturer narrative:
Submit date (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.